Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted blood visible on the balloon and stent, consistent with the sds advanced into the patient anatomy. The stent implant was returned dislodged from the balloon, confirming the reported information. The proximal struts were mangled. The first row of distal struts were slightly smashed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length and middle and distal stent outer diameters were measured and met manufacturing criteria. The proximal outer diameters were not measured due to the damage noted to the stent implant. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. It was also reported the lesion was not pre-dilated, which also likely contributed to the reported difficulties. It should be noted the xience v instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Additionally, damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the sds. It is likely that the stent caught on the tip of the guiding catheter, further damaging the proximal struts, contributing to the difficulty removing the sds. The dislodged stent was removed from the patient anatomy with a snare device, which likely contributed to further damaging the stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that may have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, difficulty removing the sds, and stent dislodgment appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad), and had mild tortuosity, heavy calcification, and a 99% stenosis. After rotablating was performed, an attempt was made to direct stent with a 2.5 x 23 mm xience v, but resistance was met at the lesion and the device would not cross. The device was removed from the patient so that predilatation could be performed; however, resistance was felt during removal and the stent was noted to have dislodged in the patient in the proximal lad. A goose neck snare was used to retrieve the stent. No adverse patient effect was reported. No additional information was provided.